Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm mega suturecut needle driver instrument to perform failure analysis. The instrument was analyzed and was found to have a broken grip that was completely detached from its base. The broken piece was not returned with the instrument.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the mega suture cut needle driver instrument had a broken tip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega suture cut needle driver instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.